Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.

Event description:
On (B)(6) 2011, the lay-user/patient claimed that she was treated at the hospital for a pulmonary infection and an enlargement of her left atrial after she obtained elevated readings on the onetouch ultra meter. Reportedly the patient is a retired doctor who prescribed herself glucophage to manage her diabetes based on an alleged elevated fasting reading of "10.1 mmol/l" obtained on the subject meter. She has a history of coronary disease and was diagnosed with diabetes 2 or 3 years ago. On average, the patient has at least 2 or 3 hypoglycemic episodes per month. On an unspecified date and time, the patient claimed she experienced a hypoglycemic episode after she took glucophage per an elevated reading of "17 mmol/l" obtained on the lfs meter. Based on the lfs meter reading, the patient took an extra pill of glucophage in addition to the 0.5 pill she took prior to the elevated reading. Subsequently, the patient had symptoms described as "a little dizzy, trembled, and sweaty" and administered self-treatment with some candies. On (B)(6) 2011, the patient went to the hospital for a follow-up. She obtained a blood glucose reading of "18 mmol/l" on the onetouch ultra meter and a blood glucose reading of "14 mmol/l" on the surestep hospital meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Her doctor wrote the patient a new prescription to managed medical condition. She currently took one pill of glucophage and 0.5 pill of novonorm (25 mg). This complaint is being reported because the patient claimed she experienced hypoglycemia after she took oral medication per the lfs meter reading.